Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 47mm abdominal aortic aneurysm. It was reported that a CT scan carried out on an unknown date showed the landing of the left limb had become insecure due to the enlarged left common iliac artery. As a result, the left internal iliac artery was occluded by the left limb. The physician reported the cause of the event to be anatomy related due to patient vessel morphology. The physician reported the it is often the case in his experience using a flared limb might relate to common iliac artery enlargement. An intervention procedure was carried out on and a non-mdt limb was implanted and landed on the left external iliac artery. The event was reported to be not resolved. No additional clinical sequelae were reported and the patient is being monitored.